Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump went to blank display. The customer reported that they found that they had external ram error alarm, unexpected restart alarm and several history check failed alarms in the alarm history. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was working properly at the time of call. The customer stated that the insulin pump was not stored without a battery for an extended period of time. The customer stated that the alarm occurred during normal use. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Pump passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected a47 alarm anomalies noted. No unexpected constant audio tone noted. Device passed a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).